Event description:
Customer is reporting collect pump tubing leak. Name and function of complainant: same as reporter. Customer called to report blood leaking from collect pump tubing segment at 176 ml whole blood processed. Customer stated she aborted the treatment procedure and did not return any blood/products to patient. Customer will not return any product for investigation.

Manufacturer narrative:
A review of lot file b339 was performed. There were no non-conformances or alarms associated with this event type reported for this lot. This lot met all release requirements. A complaint lot review was conducted and there were no other tubing leaks reported to date for this lot. No trends were detected. The assessment is based on information available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for the tubing leak cannot be determined based solely on the information provided. Mxp number (B)(4).